Event description:
The patient presented in clinic following inadequate therapy due to undersensing on the device. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Additional information: upon receipt, the device was interrogated with a programmer and the device image was obtained. The device had not yet reached elective replacement indicator (eri) and the battery curve showed no anomalies. The segm directory was reviewed and the ventricular fibrillation (vf) episodes were analyzed. Analysis revealed the device had charged for high voltage therapy but returned to sinus due to the fact that the rhythm degraded into a very fine vf. The amplitude increased, and the device redetected the arrhythmia and charged and delivered a shock appropriately. The device was tested on the bench using test leads and resistor loads. Telemetry, sensing, pacing, pacing lead impedance (pli), high voltage lead impedance (hvli), hv charging, hv delivery and hv shock impedance were all tested, and no anomalies were detected. The reported event of undersensing was confirmed via review of the stored egms. The undersensing was observed due to the degraded r-wave amplitude during the vf episode.